Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage tank, x-ray tube, and filament drive were replaced and the generator and filament were calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system monitor was flickering and was fluoroing on its own during a case. No pt injury was reported.